Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly. Customer¿s blood glucose was 143 mg/dl. Additional information was not provided. The customer declined troubleshooting and follow up from tandem technical support regarding this issue.